Manufacturer narrative:
The vent was confirmed from medical records. Clinician review: a review of the provided medical records by a clinical consultant indicated: ¿a material analysis report of the fracture surfaces of this broken stem would likely demonstrate a fatigue fracture at the junction of the loose proximal and well-fixed distal segments, possibly initiated at a damage site from a previous unsuccessful surgical attempt to remove the component. There is no evidence that this clinical picture of infection, loosening, and multiple surgeries of the right knee resulted from factors of faulty stryker prosthetic component design, manufacturing or materials.¿

Event description:
It was reported that patient was revised on a right knee due to operative fixation. Poly exchange was done.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown poly. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient was revised on a right knee due to operative fixation. Poly exchange was done.